Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through resetting the pump. After the reset, the cgm error code did not appear again, and the caller successfully started their sensor session.